Event description:
It was reported that sometime on an unspecified day in (B)(6) 2012, while performing an injection procedure at 1000 psi, the open end of the rotating hemostatic valve (rhv) did not connect properly to the stopcock. Due to the poor connection, leaking occurred due to the improper seal. There was no force applied to the y-connector. There was no adverse patient effect and no clinically significant delay in the procedure. Abbott return goods preliminary analysis found that the rhv rotator was separated. Additional reported information indicates that the rotator separation occurred after the procedure due to cath lab staff handling. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. (B)(4) - failure to follow steps/instructions. Evaluation summary: the complaint device was returned for analysis and the reported loose connection and leak were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted the instructions for use states: the rotating hemostatic valve should not undergo pressure greater than (B)(4) psi. Based on the information reviewed, there is no indication of a product deficiency.